Manufacturer narrative:
The device still remains in service status; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This implantable lead remains in service.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This implantable lead remains in service.